Manufacturer narrative:
The implanting clinician noted all incisions looked completely healed except for the entry site wound that looked red. The implanting clinician prescribed antibiotics to the patient. The implanting clinician noted there was animal hair present on the antennas and believe this may have caused the skin irritation. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed following the product instructions for use, and the sterile barriers of all products used were intact before the implant. Based on this information, the irritation was not confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the irritation is user error for failing to keep the incision site clean per post-operative care instructions.

Event description:
On october 27, 2020, the clinical representative reported the patient arrived in the implanting clinician's office with redness at the entry point site for a follow-up with the implanting clinician